Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to broken reservoir tube lip and missing reservoir tube o-ring. The insulin pump was received with cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the missing on the reservoir compartment. It was reported that the piece fell off of reservoir compartment. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump was returned for analysis.